Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600 mg/dl, and the insulin pump was not functioning properly. It was stated that the customer was experiencing abdominal pain due to pancreatitis. It was stated that the customer was admitted into the hospital the night before, and then she returned the next day and admitted again for high blood glucose. Troubleshooting was not performed as customer did not feel well. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.